Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician investigated the device and could not duplicate the problem. The device passed all functional and safety testing according to factory specification. All battery and voltage checks and testing were according to factory specifications. (B)(4).